Event description:
During insertion of attempted right radial arterial line, micropuncture wire became stuck in the artery. On retraction of wire, some resistance was met, and the wire appeared to unravel. Concern for potential retained material. Pulses (distal and proximal) + by doppler. Usg revealed wire tip in the subcutaneous tissue. Vascular surgery consulted. No evidence of arterial foreign body.